Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death was natural causes due to complications with diabetes; the customer had a heart attack. The caller did not indicate other health issues or illnesses that the customer had that may have led to the customer's passing. The caller did not know the customer¿s blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis.